Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor (icm) was reporting inappropriate detection of atrial fibrillation. No intervention was performed. The patient was in stable condition and will continue to be monitored.